Manufacturer narrative:
The customer replaced the bag arm hose which resolve the issue. H3 other text : the customer replaced the bag arm hose which resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a broken arm assembly resulting in a loss of manual ventilation. There was no patient involvement.